Manufacturer narrative:
On 09/08/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 09/29/2016 software analysis was unable to determine probable cause with the information provided. Reported issue could not be replicated. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a spine posterior l5-s1 fusion procedure, and after taking a spin with their imaging system, the surgeon checked accuracy with the passive planar on the spinous process and alleged being 5 millimeters inaccurate, superficial. The surgeon then checked accuracy with the passive planar on the screw of the reference frame and deemed being accurate. The spinous process clamp was on l2, and the inaccuracy was alleged consistent when l3, l4, and l5 were checked. Navigation was abandoned and a c-arm was used to continue the procedure. The medtronic representative noted that the spin was done without retractors, and then the retractors were put back in before checking accuracy. The surgeon completed the procedure without the use of the navigation system. Delay in therapy was 10 minutes. There was no impact on patient outcome.